Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient information was delay. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the communication issue occurred because the hospital host was disconnected, causing multiple devices to go offline. The technical support specialist (tss) connected the station to the correct server, verified the host connection, and cleared errors on all affected stations. After completing these steps, the system resumed normal communication, and patient information was updated successfully. The system functioned as intended after the technical support specialist troubleshot the device.